Manufacturer narrative:
The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center button is stuck. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the subject device was manufactured before the design of the power switch was changed. It was surmised that the power switch was broken and did not work because the operating force applied to the power switch and the number of times the switch was pressed exceeded the original assumption. No further information can be obtained. Olympus will continue to monitor field performance for this device.